Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Unable to provide a date of manufacture with no lot number provided. The investigation could not be completed. No conclusion could be drawn, as no product was returned and no lot number was provided.

Event description:
During a tfn procedure, the surgeon reamed and inserted the nail, surgeon then drilled for the spiral nail and upon insertion, the blade was misaligned with the nail. Surgeon adjusted the construct which consisted of: 130 degrees aiming arm, cannulated connection screw and the insertion handle. Surgeon drilled again and the spiral blade insertion was unsuccessful. Surgeon then removed the guide wire and inserted the blade free-handed. Surgeon noted something was wrong with the angles of the construct. The procedure was completed with an extended time of 45 mins to 1 hour. This is one of three reports for this complaint.